Manufacturer narrative:
At this time, the revision has not been scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after experiencing dizziness. Upon interrogation, high out of range impedance measurements were noted on the right atrial (ra) lead and right ventricular (rv) lead in bipolar configuration. Measurements in unipolar configuration were appropriate. A lead fracture was suspected. There were numerous stored episodes noting noise on both channels. No asystole was reported. An x-ray was performed and revealed visible insulation damage. As a result, a lead revision procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that the ra and rv leads were explanted. No additional adverse patient effects were reported.